Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by reviewing the printouts and error log. The fse removed the top cover and found the nozzle assembly was damaged and preventing the diluent from being detected. The fse replaced the nozzle assembly and powered the analyzer. When priming diluent, the nozzle assembly was hitting the left side of the diluent well, possibly causing the nozzle assembly to be damaged. The nozzle assembly was replaced with a new nozzle and all alignments were performed. The fse verified that the nozzle was centered in the diluent, wash and waste wells. The fse cleaned and lubricated the nozzle assembly arm guide rods and lead screw. The resolution was verified by performing quality control with all results being within the acceptable ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date (B)(6) 2024 through aware date june 27, 2025. There were two similar complaints for audible noise identified during the search period including this case and no similar complaints identified for errors 4029, 4030, 2011, and 2012. The aia-360 operator's manual under section 7-1: list of error messages states the following: [2011] air detected [sample]. Description: there is no contact with the liquid surface after sample suction. Troubleshooting: contact the service department. [2012] air detected [diluent]. Description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. [4029] spec.t-axis home not found. Description: the home position of the specimen t-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [4030] spec.t-axis home overrun. Description: the specimen t-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a damaged nozzle assembly.

Event description:
A customer reported ¿2011 air detected (sample) air detected, 2012 air detected (diluent), 4029 spec.t-axis home not found, 4030 spec.t-axis home overrun error messages, and an audible noise" on the aia-360 analyzer. A technical support specialist instructed the customer to reboot the instrument, resolving all mechanical errors except 2012 air detected (sample). The customer stated that the diluent was made correctly, and the same batch was used the prior day without any issues. The customer also observed the liquid waste container was filling up when attempting to run daily check. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg) and progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported damaged nozzle assembly.